Event description:
It was reported that one-day post-implant, atrial lead dislodgement was noted. The lead measurements appeared normal; however, the atrial lead was capturing the ventricle confirmed via a review of diagnostic imagining. Programming changes were made, and later on the same day, the lead was successfully repositioned. There were no adverse health consequences; the patient was in stable condition throughout.